Manufacturer narrative:
It was reported that the patient is experiencing pain and the leg is off alignment by about 3.8 degrees. Revision surgery is planned. It appears that patient motion during CT scan may have affected alignment of the implants and associated instrumentation.

Event description:
It was reported that the patient is experiencing pain and the leg is off alignment by about 3.8 degrees. Revision surgery is planned.

Manufacturer narrative:
It was reported that the patient is experiencing pain and the leg is off alignment by about 3.8 degrees. It appears that patient motion during CT scan may have affected alignment of the implants and associated instrumentation. Revision surgery was scheduled but did not occur. Information received (B)(6) 2015 indicates that the source of pain may be the spine. The surgeon and patient have elected to not have revision surgery at this time.

Event description:
It was reported that the patient is experiencing pain and the leg is off alignment by about 3.8 degrees. Revision surgery was scheduled but did not occur. Information received (B)(6) 2015 indicates that the source of pain may be the spine. The surgeon and patient have elected to not have revision surgery at this time.

Event description:
The patient is experiencing pain. The leg is off alignment by about 3.8 degrees. Revision surgery was scheduled for (B)(6) 2015 but did not occur. It was later reported that the surgeon believed the source of pain may be the spine. Therefore, the surgeon and patient elected to not have revision surgery at that time. It was reported following further consultation that the source of pain could be the knee and/or the spine. Patient and surgeon plan to move forward with revision surgery.